Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to syncope. Device interrogation confirmed noise on both the right ventricular and atrial channels, which resulted in pacing pauses. A temporary pacemaker was implanted and the implanted device's sensitivity reprogrammed to a fixed setting. The patient was scheduled to be transferred to another hospital for a lead revision: both implanted leads being non boston scientific products. Field follow-up confirmed the revision took place and the entire system was removed and replaced. No complications during the procedure and no resulting adverse effects. No information from the procedure was communicated regarding product integrity and no return of device is expected.